Event description:
It was reported that the patient presented to the intensive care unit (ICU). Upon review, the right ventricular lead exhibited noise. Noise was not reproducible with isometrics. Programming changes were performed. The patient condition was stable.

Event description:
It was reported that the patient presented to the intensive care unit (ICU). Upon review, the right ventricular lead exhibited noise. Noise was not reproducible with isometrics. Programming changes were performed. The patient condition was stable.